Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that the patient faced tubing issues leading to leakage on (B)(6) 2025. The issue occurred with four similar types of infusion sets used for less than a day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.